Event description:
During a pulmonary biopsy, the surgeon was not able to introduce the needle inside the coaxial guide. It caused a beginning of pneumothorax which was stopped by using another biopsy system.

Manufacturer narrative:
Info has been forwarded to the manufacturing facility for evaluation. Results of the investigation are pending. A follow-up report will be filed.